Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the customer noticed the thermogard ivtm system generated an "air trap" warning alarm. Customer did not observe saline on the floor, patient's bed and thermogard ivtm system. A leaking icy catheter (lot #unknown) was suspected. The icy catheter and 500ml saline bag were replaced, and the same thermogard console to continue with treatment. The catheter dwell time was 28 hours, and the catheter insertion was smooth in the patient's right femoral vein by a experienced physician. No consequences or impact to the patient.

Manufacturer narrative:
Additional information: icy catheter lot number has been updated in section b5 and d4. The reported complaint of "a leaking icy catheter (lot #169512)" was confirmed during the functional testing. A bonding leak was observed at the proximal end of the distal balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed. Dried blood residue was observed in the catheter balloons and luered tubings. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the proximal end of the distal balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there are four similar complaints reported for an icy catheter with lot number 169512. Ccr 66949, reported on jul 27, 2022 ccr 64866, reported on mar 16, 2022 ccr 66192, reported on jun 15, 2022 ccr 66540, reported on jul 08, 2022 balloon bond leak was observed.

Event description:
During ivtm therapy, the customer noticed the thermogard ivtm system generated an "air trap" warning alarm. Customer did not observe saline on the floor, patient's bed and thermogard ivtm system. A leaking icy catheter (lot #169512) was suspected. The icy catheter and 500ml saline bag were replaced, and the same thermogard console to continue with treatment. The catheter dwell time was 28 hours, and the catheter insertion was smooth in the patient's right femoral vein by a experienced physician. No consequences or impact to the patient.